Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Output was adjusted however, the physician decided to implant a new lead and pacemaker. In addition, there was nothing shown under fluoroscopy. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. Output was adjusted however, the physician decided to implant a new lead and pacemaker. In addition, there was nothing shown under fluoroscopy. The device was explanted. No additional adverse patient effects were reported.